Event description:
The needle prematurely released from the suture. No adverse pt consequences were reported.

Manufacturer narrative:
H6- conclusion: the product upon which this medwatch is based is anticipated. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2005-00376 for the other medwatch. The same pt is represented in each medwatch.